Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, the patient was reported to over the (B)(6). The exact event date is unknown, however, it was reported that the procedure took place sometime between the (B)(6) 2011. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy with biopsy procedure. According to the complainant, during preparation the device was tested and the jaws would not close completely. During the procedure the physician reported that the radial jaws took bad bites and bad specimens. The physician felt that the radial jaws were tearing the tissue instead of cutting the tissue. No patient bleeding was reported. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine